Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient did not experience any symptoms related to the catheter issue found during the pump replacement. The cause of the no cerebrospinal flow (csf) flow and difficulty injecting or aspirating the catheter access port (cap) was not provided. The current status of the pump connector was unknown and the catheter was not removed. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4) , ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal infumorph 10 mg/ml at 2.8 mg/day via an implanted pump for malignant pain, non-malignant pain, and other chronic/interact pain (trunk/limbs). A catheter issue was reported and the event/difficulty occurred on (B)(6) 2019 during a procedure. It was reported they were unable to withdraw drug and cerebrospinal fluid (csf) from the catheter during a pump replacement. It was noted during a routine pump change it was found that there was no flow out of the catheter and it was difficult to inject dye through the catheter access port (cap). The pump connector was changed, and the implanting doctor was able to inject dye into the catheter, although it seemed a little difficult still to inject. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included attempting to withdraw drug/csf from the catheter. Dye was injected into the catheter which was very difficult at first. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury''. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available''. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.